Event description:
It was reported that a pump would alarm for an upstream occlusion, when no occlusion was present. The customer stated that the device was tested and the facility and the upstream occlusion alarm was confirmed and reproduced. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.